Event description:
In 2006 the lay pt contacted lifescan alleging that her one touch ultra meter does not turn on. The medical affairs specialist (mas) sent a letter to the pt because she could not be reached via phone. The pt last tested with the reported meter in oct, 2005; the result obtained was not provided. The pt felt weak and dizzy at an unidentified time and date and tested with the meter while symptomatic; the result obtained was not provided. The pt obtained a result of 210 mg/dl on a friend's meter within one-half hour of attempting to test with the reported meter. The pt was unable to answer whether she took any action to affect her blood glucose level before seeking medical attention. She was taken to the hosp. Results obtained at the hosp were not provided. She took insulin as treatment from a medical professional; the insulin type and dose were not provided. No info was provided regarding the pt's diabetes treatment regimen. The customer service agent (csa) confirmed that the test strips were correct, the battery was less than one year old and correctly installed, and the battery contacts were in good condition. The csa walked the pt through pressing the power button and inserting a test strip all the way into the test strip holder; the meter did not power on with either attempt, indicating a possible product malfunction. The complaint is reported as an adverse event because the pt was unable to test with the meter. She became symptomatic and required treatment with insulin.

Event description:
On january 2006, the lay pt contacted lifescan alleging that her one touch ultra meter does not turn on. The medical affairs specialist (mas) sent a letter to the pt because she could not be reached via phone. The pt last tested with the reported meter on oct 2005; the result obtained was not provided. The pt felt weak an dizzy at an unidentified time and date and tested with the meter while symptomatic; the result obtained was not provided. The pt obtained a result of 210 mg/dl on a friend's meter within one-half hour of attempting to test with the reported meter. The pt was unable to answer whether she took any action to affect her blood glucose level before seeking medical attention. She was taken to the hospital were not provided. She took insulin as treatment from a medical professional; the insulin type and dose were not provided. No information was provided regarding the pt's diabetes treatment of regimen. The customer service agent (csa) confirmed that the test strips were correct, the battery was less than one year old and correctly installed, and the battery contacts were in good condition. The csa walked the pt through pressing the power button and inserting a test strips all the way into the test strip holder; the meter did not power on with either attempt, indicating a possible product malfunction. The complaint is reported as an adverse event because the pt was unable to test with the meter. She became symptomatic and required treatment with insulin.